Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter: (B)(6).

Event description:
It was reported that the "isolation" of the cable was broken. There was no surgery. It is unknown if there were exposed wires. The customer assumed this happened during cleaning, after surgery, although we cannot say this with 100% certainty. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Product review of the electric dermatome serial number (B)(6), by flextronics on (B)(6) 2020, revealed that the insulation of the cable was damaged and the motor speed was unstable. Repair of the device was performed by flextronics on (B)(6) 2020, which included replacement of the following: motor: pn (B)(4), ln (B)(4). Plug harness: pn (B)(4), ln (B)(4). The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.